Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd injector n35-o¿. The following information was provided by the initial reporter, pharmacy technician drew up medication from vial using optima injector (n35). When technician tried to inject medication through optima infusion adaptor (c100) the injector failed to engage properly. Syringe (with injector attached) sprung back resulting in leakage of medication on to the work surface.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1808101. Three retained samples of the reported lot were used for additional evaluation. The samples were functionally tested, engaging and disengaging with mating components and, in all cases, and the product functioned as intended. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that leakage occurred with a bd injector n35-o¿. The following information was provided by the initial reporter, "pharmacy technician drew up medication from vial using optima injector (n35)¿when technician tried to inject medication through optima infusion adaptor (c100) the injector failed to engage properly. Syringe (with injector attached) sprung back resulting in leakage of medication on to the work surface.

Event description:
It was reported that leakage occurred with a bd injector n35-o¿. The following information was provided by the initial reporter, "pharmacy technician drew up medication from vial using optima injector (n35)¿when technician tried to inject medication through optima infusion adaptor (c100) the injector failed to engage properly. Syringe (with injector attached) sprung back resulting in leakage of medication on to the work surface.